Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2022-01846, 1627487-2022-01847, 1627487-2022-01848, 1627487-2022-01849. It was reported the patient had their pns system explanted with no complications due to ineffective therapy.